Event description:
Resident scooted forward while sitting in wheelchair to stand up. When she sat on front of wheelchair, left front side of seat of wheelchair dropped, causing pt to fall down, landing on buttocks on floor and wheelchair legs. Seat does not lock into place and left front clip came loose from wheelchair frame, causing resident to fall.